Manufacturer narrative:
(B)(4). Patient age at time of event over 18 years old. (B)(4).

Event description:
It was reported that a break occurred. The physician was performing a percutaneous coronary intervention (pci) of the proximal to mid right coronary artery (rca). The physician removed the 145, 5-in-6 guidezilla¿ guide extension catheter from the patient. When trying to loop it and put it on the catheter table, the device detached at the proximal part of the cone. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces. Microscopic and tactile examination revealed a kink 68cm from the strain relief. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. There was shaft material from the collar on the ptfe connected to the separation. Ptfe was completely pulled apart from the collar. Microscopic examination revealed that the end of the collar was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a break occurred. The physician was performing a percutaneous coronary intervention (pci) of the proximal to mid right coronary artery (rca). The physician removed the 145, 5-in-6 guidezilla guide extension catheter from the patient. When trying to loop it and put it on the catheter table, the device detached at the proximal part of the cone. The procedure was completed with a different device and there were no patient complications reported.